Event description:
Customer reported that when infusing a secondary, the total contents of the secondary bag containing kcl moved retrograde into primary infusion container. The customer inspected both the pump and tubing, and concluded that it was a check valve failure. There was no pt harm or medical intervention required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer stated the product would not be returned because the tubing was inadvertently thrown away. The customer's report of a check valve failure could not be confirmed due to the product was not returned for failure investigation. The root cause of the this report was not identified.